Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that rubber on plungers is breaking apart during use. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and a solution in it. There is a black speck towards the bottom of the syringe barrel that appears to be embedded degraded resin. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that rubber on plungers is breaking apart while using bd luer-lok¿ syringe. No patient impact reported. The following information was provided by the initial reporter: bd 30ml syringes have been pulled from or supply. Plungers are breaking apart - during use.